Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review and data from the event date of 07oct2025 was reviewed. The log file captured intermittent low voltage advisory alarms that were not associated with routine battery depletion on (B)(6) 2025 from 13:34:20 to 13:36:42, due to the relative state of charge (rsoc) voltage fluctuating, causing the voltage to drop below the low voltage threshold. The log file also captured atypical power cable disconnect and low voltage hazard alarms on (B)(6) 2025 from 13:43:07 to 13:43:08 due to the white power lead being disconnected from power while the rsoc voltage on the black power lead had dropped to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-163804, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 11jun2025. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect, low voltage advisory, low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU, rev. D section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. A section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery and battery clip. Heartmate 3 patient handbook, rev. A section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables, batteries, and battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was receiving low voltage alarms and that the healthcare provider walked through all the checks to make sure everything was connected properly. When moved to the mobile power unit (mpu), the system controller made a constant alarm when the white power cable was disconnected. The site was unsure if this was a five-minute battery alarm or a no external power alarm, and it was noted that the alarms were reproducible. The equipment was visually inspected by the site and found to have no obvious signs of abuse. The patient's system controller and battery clips were exchanged. A replacement was requested. Log files were submitted which captured unusual low voltage and power cable disconnect alarms while on both battery and mpu power. The issue resolved after exchanging the system controller and battery clips.